Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit confirmed defib disabled, defib fault 76, defib fault 72. As a result, the pd engine was replaced to remedy the problem. Further testing of the board confirmed to a fractured solder joint on a transformed on the pd engine board. The board was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.